Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, the shock impedance measurement was 22 ohms. Defibrillation threshold (dft) testing was performed and the delivered shock successfully converted the induced arrhythmia. Boston scientific technical services (ts) was contacted and a consultant discussed that a full energy shock could not be guaranteed when the impedance is below 25 ohms. The patient has a small stature and there may be less distance than average between the electrode and the s-ICD which may explain the low impedance measurement. Additional troubleshooting was discussed. The physician elected to leave the system implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A specialized engineering programmer was utilized which determined that shock impedance was within an acceptable tolerance. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The device and electrode had been explanted due to infection. See report #2124215-2018-13530 and 2124215-2018-13525. The device was received at boston scientific's return products department. The device is currently undergoing laboratory testing.